Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Device evaluation: g4, g7, h2, h6, h10. The vyaire field representative was able to verify the reported issue. The uim touch screen was replaced and the reported issue was resolved.

Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilators screen is blank. There was no report of any patient involvement associated with this reported event.